Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an external force was applied to the distal end and led to a partial rotational failure within the internal blade. As a result, the sheath of the insertion section became entangled with the rotating internal blade, leading to the formation of the kink (twist) in the insertion section sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe's insertion section sheath had a knot (twist). There was no patient involvement.